Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead was unable to be implanted. The physician elected to abandon the implant of a lv lead. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. The s-curve hump height was measured to be within product specification. No anomalies were detected except for procedural damage.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.